Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1004) had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to elective replacement indicator (eri) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is operating in safety mode after recording code 1004 and 1007 following an inappropriate shock. Code 1004 is indicative of shock impedance measurements greater than 125 ohms resulting in a shorted shock. Code 1007 is indicative of charge times greater than 45 seconds. Technical services (ts) recommended urgent replacement of device and right ventricular (rv) lead. The patient was hospitalized, and the device was explanted and replaced while the rv lead was surgically abandoned and replaced. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is operating in safety mode after recording code 1004 and 1007 following an inappropriate shock. Code 1004 is indicative of shock impedance measurements greater than 125 ohms resulting in a shorted shock. Code 1007 is indicative of charge times greater than 45 seconds. Technical services (ts) recommended urgent replacement of device and right ventricular (rv) lead. The patient was hospitalized, and the device was explanted and replaced while the rv lead was surgically abandoned and replaced. The explanted device is expected to be returned for evaluation.